Event description:
Foley catheter (ref# a319416am) (lot# ngez3386) (exp: date 3/31/23) placed in normal sterile fashion. Upon removing the bag from the box after catheter was already inserted, it was noticed that the drainage bag was stuck together and when an attempt was made to pull the bag apart to ensure the urine was drained properly into the bag, the bag ripped apart and a hole was created. The seal to the drainage tubing was broken to prevent leaking. Foley catheter removed after completion of 2 hour procedure. FDA safety report ID# (B)(4).